Manufacturer narrative:
Six (6) devices were received for evaluation. A visual inspection via the naked eye was done which observed traces of silicone oil located on the inner and outer wall of the housing. Silicone oil is a medical fluid that conforms to usp class v for non-volatile material. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from housing contact. Silicone oil from the bladder may have come in contact with the inner and outer wall of the housing during manufacturing. A functional leak testing was performed with no issues noted. The reported condition was verified. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from february 08, 2021 - february 09, 2021. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed on the photographs which showed several drops of clear liquid located between the bladder and the interior wall of the housing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are six (6) small volume folfusor had leakage between the balloon and pumps. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.